Event description:
It was reported that (1) tvc55 was used during a gastrectomy procedure. It was reported by the rep that upon firing the tvc55, the blade would not advance. The staff opened a second tvc55 which operated fine. There was no consequence to pt.